Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A small amount of liquid about 20ml landed on the cart. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving a draining slowly alarm during drain 2 of 3 of treatment 12-15 times prior to the leak. The patient was advised to use their cycler during the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact acknowledged the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a manual drain per the pd nurse recommendation in the absence of the cycler. The patient contact reported that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. A small amount of liquid about 20ml landed on the cart. Fluid was discovered in the pump module area and on the external of the cassette. The patient reported receiving a draining slowly alarm during drain 2 of 3 of treatment 12-15 times prior to the leak. The patient was advised to use their cycler during the next day's treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the patient contact acknowledged the reported event. The patient contact stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated that the patient was able to complete peritoneal dialysis treatment using a manual drain per the pd nurse recommendation in the absence of the cycler. The patient contact reported that the patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient contact reported that the cycler set was discarded and not available to be returned to the manufacturer for physical evaluation.